Event description:
Event description guidant received information that this pacemaker, which was recently implanted, had a loss of capture in the ventricle. This was observed during a threshold test; capture could not be attained at maximum outputs. The patient was symptomatic when this occurred, but was fine after the test as the device was apvs. The patient was admitted to the hospital due to this issue.